Manufacturer narrative:
Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. Device had stripped battery cap coin slot, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reported via phone call that she was unable to remove the battery cap. Customer's blood glucose was 400 mg/dl. Customer reported the plastic ring at the top of the reservoir broke off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.